Event description:
This report is in response to the voluntary recall of amo complete moisture plus multi-purpose solution. I have not yet requested my medical records from my eye dr, but will do so to substantiate this report. Around the time frame of 2006, I had my annual check up with my ophthalmologist, where I obtained a new prescription for contact lenses. The solution I purchased on my own from the store. About a week into wearing my trial pair of my new prescription of contact lenses, the white of my eye turned blood red. Other symptoms I experienced were dryness, itching, watering. I returned to my eye dr, who diagnosed me with bacterial conjunctivitis and gave me a prescription for tobradex eye drops, which cause the redness to go away. Even now and then the redness would flare up again and I would use the tobradex and it would go away. I was almost out of the drops around 2007 as well as needed a new prescription for contacts, so I returned to my eye dr. I was having the same redness again. He advised me to use what remaining drops I had left and gave me a new prescription for contacts. Last week, the redness came back again. I requested a prescription called in for tobradex to my pharmacy, which I picked up the same day. I can also request my prescription record from the pharmacy if needed. The lot # and expiration date of the bottle of solution I have is ab00189, 01/08. I have also kept my pair of contacts and case if needed for testing. Thank you.